Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During the procedure when the device was removed, the distal portion became separated from the hypotube. The broken pieces were removed through an unspecified guide catheter. The procedure was completed with another of the same device. No patient complications were reported.